Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on (B)(4) 2017 to assess the testing instrument in question. The fse found the instrument to be operating as expected.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo, when tested on (B)(6) 2017.